Manufacturer narrative:
(B)(4), conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. Add'l info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch jt7486.

Event description:
It was reported that a pt underwent a surgical procedure in (B)(6) 2010 and a reservoir was connected to a drain in the breast. The reservoir functioned properly for a few days. After disposing the pt's fluid a few days after connecting, it was difficult to lock the reservoir because the left heat-sealed area got into the locking plate. The surgeon pulled the heat-sealed area from the locking plate, and he could then lock the reservoir. There was no adverse consequence to the pt.